Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 0071348 maintenance record analysis and quality notification analysis and no deviation were found for this batch. No samples or photos were sent by the customer so it was not possible to performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident reported by this complaint will be monitored to tendency analysis. H3 other text : see h.10.

Event description:
It was reported that bd plastipak¿ 10ml syringe slip tip had a crack in it. This was discovered before use. The following information was provided by the initial reporter: 10ml syringe manufactured by becton dickinson presents with crack making the use of the product unfeasible.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd plastipak 10ml syringe slip tip had a crack in it. This was discovered before use. The following information was provided by the initial reporter: 10ml syringe manufactured by becton dickinson presents with crack making the use of the product unfeasible.